Manufacturer narrative:
This report is submitted on may 4, 2020.

Event description:
Per the patient, she experienced a wound infection resulting in the device being explanted on (B)(6) 2020 and was reimplanted with a new device during the same surgery. The infection was treated with IV antibiotics.